Manufacturer narrative:
Covidien reference # : (B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws would no longer open during a gyn cancer procedure. There was no blood loss, tissue damage, or injury to the patient. A new ligasure impact was used to complete the procedure.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. Date of follow-up report: (B)(6) 2015. One device was returned and evaluated. Visual inspection found no defects. The jaws were not stuck shut and the handle latched and unlatched without difficulty. When activated on simulated tissue, the jaws opened and closed normally. The investigation found the device to function normally and within specifications. A device history records review was completed and no entries pertinent to the customer¿s report were noted. Covidien could not confirm the customer¿s report.